Event description:
A report was received that the patient is experiencing difficulty charging their implant as it's tilted inside of the pocket. The physician elected to explant the entire system as the patient is being non compliant. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description:linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.